Event description:
Event description boston scientific received information that in the immediate post implant period, this implantable transvenous defibrillation lead exhibited increased pacing threshold and impedance measurements. A chest x-ray determined the lead was dislodged. This atrial pacing lead was also determined to be dislodged.